Event description:
It was reported that the 9800 system had grainy images in auto mode. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The kvp tracking was adjusted and the memory was reloaded during the service call. The system was tested and found to be working as intended and put back into service.